Event description:
Pt tested blood glucose on suspect device and was 71 mg/dl at 5:30pm. 20 mins later passed out and was unconscious until 8:40 pm. Pt thought that device reading was correct she did not eat. Dr reduced insulin dosage after incident.